Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record review could be performed.(B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported there was a perforation and surgery was needed. Perforation occurred after ablation taken place. Multiple attempts have been made to request for additional event information however no additional information was provided at this time.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Eco lasso catheter, model#: unk, lot#: unk. (B)(4).